Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported elevated blood glucose (bg) levels of 321-457 (mg/dl) and vomiting. Customer resumed insulin and delivered a bolus to stabilize bg levels.